Manufacturer narrative:
Device not received by manufacturer. No product was returned and no photos were provided. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that during use, the tubing was found leaking. The pump was powered off and tubing clamped. The device system delivered chemo medication. Per the reporter, there was no patient harm.